Event description:
It was reported that the micro sagittal saw overheated during set-up. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual inspection, it was observed that the yoke of the sag head had very little lubricant on it. The lack of lubrication on the yoke could cause the driver bearing to work harder which is likely to cause or contribute to the handpiece heating up.